Event description:
It was reported that " during the insertion of the blade in the throat the blade broke at the level of the green plastic connection. Additional information: patient consequence was that there was a delay in the procedure as they had to try other blades. The entire blade was removed with no part left in the patient. It is reported that the patient is deceased but not as a cause of the incident. 2 blades broke. Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). Three samples were returned to the manufacturer for investigation. The manufacturer reported: "although the defective samples are received "disinfected not to be considered sterile" but the returned blades were still contaminated. We thoroughly rinsed the returned samples under tap water and disinfected them. The device was visually inspected. The lip of the heel is broken on 2 of the returned samples. The engagement lock was found to be properly intact. Keeping in view above stated investigations it is revealed that the end user has not engaged blade properly onto the handle which resulted in breakage of lip in the foot part during application of force while using the blade. If the heel had been broken due to application of load then, engagement lock must had been broken but it is still there which shows that the blade was not properly engaged. Out of three of the returned samples, 2 were found that the lip of the foot part in blades was broken. We further reviewed the complaint history of the similar nature complaint. The root cause was determined to be user error. "Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " during the insertion of the blade in the throat the blade broke at the level of the green plastic connection. Additional information: patient consequence was that there was a delay in the procedure as they had to try other blades. The entire blade was removed with no part left in the patient. It is reported that the patient is deceased but not as a cause of the incident. 2 blades broke. Associated complaints 9681900-2023-00030, 9681900-2023-00031 and 9681900-2023-00029.